Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During implant, conductive telemetry failed to be established with the lp. The procedure was completed by repositioning the echocardiogram patches and implanting an alternate lp. The patient was stable.

Manufacturer narrative:
The reported event of failure to interrogate could not be confirmed. Final analysis found no anomaly related to the reported event of interrogation problem. No issues were detected. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.